Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: device was reprocessed the device was returned with the distal tip of the blade broken off and not returned with the device. During the functional test the hand activation buttons were found to be non functional. The device was disassembled to inspect internal component and corrosion was found under the hand activation domes. Due to the corrosion discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. Device was reprocessed: the evidence that was found on the instrument was: corrosion under the domes.

Event description:
It was reported that during an unknown procedure, one disposable blade was broken and another disposable was not working max activation. No patient consequences reported. Two devices will be returning.